Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer data (phb) found that last data point received from the pod was generated at 12:59 on (B)(6) 2026. The last valid estimated glucose value (egv) received by the pod from the sensor was an urgent low glucose value at 04:34 on (B)(6) 2026. After this last value, the pod received invalid egvs of -2 and -5 until the last data point, indicating temporary sensor errors and an unrecoverable sensor error respectively. The system responded appropriately while in automated mode, transitioning the system to automated mode: limited after four cycles and generating a missing sensor values alert after 1 hour of missing values. An automated delivery restriction alert was generated at 05:39 on (B)(6) 2026 due to the system having insulin delivery suspended for an extended period in response to decreasing and low egvs. The alert was acknowledged and the system put into manual mode at 06:59 on (B)(6) 2026. The system was used in manual mode until the last data point. The phb data showed that, while in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the egvs and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as egvs decreased towards and below the user's target. No instances of the automated algorithm delivering automated basal while egvs were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that urgent low glucose alerts were generated when egvs at or below 55 mg/dl were received by the pod. No evidence of issues with the system were observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. The investigation is ongoing and insulet is attempting to recover additional details. Insulet is in contact with the reporter. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation. Cloud - locked down/smartphone: lockdown cloud - omnipod 5 software app version: 3.1.6 cloud - operating system: n5004l-am-q-mv01602-06-01.06 cloud - hardware: n5004l cloud - cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On 06 february a diabetes specialist dietitian reported to insulet that a patient had passed away on (B)(6) 2026. An investigation into the patient's unexplained sudden death is currently underway by criminal investigation department of police scotland. The patient's cause of death is currently unknown, awaiting autopsy. The patient was using the omnipod at the time of death. No further information has been provided. If additional information is received it will be submitted in a supplemental report.